Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture. The patient is not pacemaker-dependent, and there was no asystole observed. The patient's cardiac resynchronization therapy defibrillator (crt-d) was temporarily programmed to right ventricular (rv) pacing only, and a follow-up appointment was scheduled in order to monitor the patient with this configuration. No adverse patient effects were reported. This lv lead remains in service. Information later received from the field indicates a six month follow-up was scheduled, at which time any further action/decisions will be made.